Event description:
It was reported that the patient had several chylomas in the abdomen where the ipg was located. The ins and extension were explanted in (B)(6) and were not replaced. It was reported that there was no patient injury, and the patient outcome was not available.

Manufacturer narrative:
(B)(4). Extension: model 3095-10, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012.